Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device was visually inspected and electrical tests were performed. Results: the heater wire in the inspiratory limb of the rt205 breathing circuit was open circuit, hence out of specification. Conclusions: the device was out of specification. This is known issue with an occurrence rate of approximately 0.003% worldwide for the last year. We have an open CAPA project to address the issue, and we continue to monitor and trend complaints of this nature.

Event description:
A hospital reported to our distributor that within one day of starting to use the rt205 adult breathing circuit, the heater wire alarm was activated. No patient consequence was reported.